Event description:
The pt has 4 leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation. She is requesting to have her scs system removed. Surgical intervention may be pending to address the issue in the future.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.